Event description:
It was reported that during engineering evaluation it was observed that the attachment device was running over temperature specifications. The event was not related to surgery. There was not patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running over temperature specifications. The assignable root cause was determined to be due to worn out bearings from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.